Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, a small particle was observed entering the patient''s operative eye along with the intraocular lens (iol). Reportedly, the lens remains implanted. No incision enlargement, no sutures were used and vitrectomy was performed. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.